Manufacturer narrative:
(B)(4). Concomitant medical product: dilatation catheter: nc trek 3.5x15. (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Perforation and hemorrhage are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. Additionally, the treatment appears to be related to the operational context of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the mid right coronary artery (mrca). Pre-dilatation was performed with a non-abbott 3.0 x 15 mm and a 3.0 x 20 mm balloon catheter. The xience xpedition 3.5 x 23 mm was implanted and post-dilatation was performed with a nc trek 3.5 x 15 mm balloon catheter and the vessel ruptured. The same nc trek balloon was inflated for 10 seconds to stop the vessel from bleeding and to finish the procedure. There was an extended procedure time of 15 minutes. Later that day, the treated vessel suddenly started bleeding and the patient had urgent treatment via coronary artery bypass graft surgery (CABG). Finally, the patient was safe and secure and was discharged on (B)(6) 2016. No additional information was provided.